Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
A patient with a stryker total hip and constrained liner was revised when the constrained liner disassociated from the shell.

Manufacturer narrative:
An event regarding disassociation involving a trident liner was reported. The event was not confirmed. Device evaluation and results: the device was returned intact. There is explantation damage seen on the device. However, no impingement was observed. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor could the root cause determined as the reported device was returned in used condition with explantation damage. There is no impingement seen on the device. Additionally, the reported shell was not returned. If additional information becomes available, this investigation will be reopened.

Event description:
A patient with a stryker total hip and constrained liner was revised when the constrained liner disassociated from the shell.